Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. The devices were discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the bottom of the bag and on the port. This was found before using the product in therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured from may 21, 2018 - may 22, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.